Manufacturer narrative:
This device will be explanted and returned, upon return and analysis this investigation will be updated.

Event description:
It was reported that during a follow up it was not possible to interrogate this device. It was also not possible to hear beeping tones with a magnet. The last data regarding longevity in (B)(6) 2019 showed a remaining longevity of nine and a half years remaining. The patient was hospitalized with a replacement of the device planned as well as a return. No adverse patient effect were reported. Additional review by engineering noted that the last remote follow up data was sent (B)(6) 2019, with no abnormalities which may suggest radio frequency (rf) telemetry problems. Further technical services (ts) noted that after fourteen days counting from (B)(6) 2020 the patient should have gone to 'not monitored' status, this does not mean the device had lost rf capabilities, but could mean that the patient had been away for greater then 14 days. The device was subsequently explanted and was going to be returned.

Event description:
It was reported that during a follow up it was not possible to interrogate this device. It was also not possible to hear beeping tones with a magnet. The last data regarding longevity in june/july 2019 showed a remaining longevity of nine and a half years remaining. The patient was hospitalized with a replacement of the device planned as well as a return. No adverse patient effect were reported. Additional review by engineering noted that the last remote follow up data was sent june 2019, with no abnormalities which may suggest radio frequency (rf) telemetry problems. Further technical services (ts) noted that after fourteen days counting from january 2020 the patient should have gone to 'not monitored' status, this does not mean the device had lost rf capabilities, but could mean that the patient had been away for greater then 14 days. The device was subsequently explanted and was going to be returned.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual examination identified no anomalies. Attempts to interrogate this ICD confirmed the field reports of inability to communicate with the device. The device case was opened to facilitate inspection and testing of the internal components. Extensive over-stress damage was found due to a high voltage arcing event between two electrical connections within the device. This arcing caused secondary damage to the mixed mode integrated circuit (mmic). Due to the amount of damage incurred from the internal arcing event, the root cause of the arc could not be identified. The internal damage resulted in the observed inability to interrogate the device or elicit beep tones with magnet application.